Event description:
It was reported that a patient underwent a sleep study and it was identified the patient experiences mild obstructive sleep apnea associated with vns stimulation. Additional relevant information has not been received to-date.